Event description:
Literature was reviewed regarding the ongoing debate: longevity of biological valves in pulmonary position. The study population included 79 patients with a mean age of 8.7 years who were predominantly males. Multiple manufacturer¿s devices were implanted in the study population; 34 patients were implanted with a medtronic contegra pulmonary valved conduit and 23 patients with medtronic hancock valved conduit. Among all patients, adverse events included: stenosis, regurgitation and endocarditis. It was reported that some patients underwent surgical or interventional pulmonary valve replacement. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: marlene müller, et al.. The ongoing debate: longevity of biological valves in pulmonary position. The journal of thoracic and cardiovascular surgery 72:e1¿e6 2024. 10.1055/a-2316-8828. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.